Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The empty reservoir was resolved, however it was stated that the pump was not actually empty. Per the interrogation, the pump should have been empty, however it had 3 cc remaining. The pump was refilled on (B)(4) 2018. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving 1000 mcg/ml gablofen at 323.8 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was sent to another hospital and it was not communicated that the patient had a pump. The refill was missed, the pump went empty, and now the patient was back at the facility starting to get spasms due to withdrawal. It was stated they could not get to the logs, but her resident calculated the pump should have reached empty reservoir at 4:00 am today ((B)(6) 2018). The hcp was going to refill the pump today and had ordered the medicine. No further issues were reported or anticipated.